Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The blood glucose result was around 400 mg/dl at approximately 4:00 p.m. The parents of the patient transported her to the hospital. The blood glucose result was 700 mg/dl at the hospital. The patient was treated with insulin via IV. It is unknown how long the patient was in the hospital.